Event description:
It was reported that the patient presented in clinic after receiving hv therapy. Review of episode noted that the patient received inappropriate therapy delivered for a atrial fibrillation with rapid ventricular response rhythm. Programming changes were made. The patient's device will continue to be monitored.